Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was confirmed. Additionally, the dso (downstream occlusion) seal was found to be damaged/detached and the device showed a 45639 error. The cause of the error was found to be a defective pwa. The pwa was replaced as well as the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery part of the device was rusted. There was no more information provided. It is unknown if there was patient involvement.